Manufacturer narrative:
Concomitant medical devices: olympus endoscope - model unknown. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in damage to the balloon material. A leakage in the balloon can occur if the balloon material comes into contact with a sharp object or a burr in the endoscope channel. Prior to distribution, all hercules 3 stage balloon esophageal are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophageal dilation procedure, a hercules 3 stage balloon esophageal was used. It was being inflated with water using a cook 60 [mm] cc syringe. The balloon burst while inflating to 20 [mm]. There was no difficulty going to 18 [mm] then on to 19 [mm]. Nothing detached or came apart inside of the patient so the device was removed. Another device was not used as the physician felt it had been dilated sufficiently. On 10/31/2017, we received new information that negative pressure and lubrication were applied in accordance with the instructions for use.

Manufacturer narrative:
Concomitant medical products: olympus endoscope - model unknown. Investigation evaluation. A product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. It is unknown if the balloon received negative pressure and lubrication prior to advancement through the endoscope accessory channel. A possible contributing factor to balloon material damage is failure to apply negative pressure and lubrication to the balloon prior to advancement through the endoscope accessory channel. The instructions for use direct the user: "to facilitate passage through the endoscope, apply negative pressure to the catheter... Apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. The application of lubrication will aid in endoscopic advancement and balloon preservation. Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in damage to the balloon material. A leakage in the balloon can occur if the balloon material comes into contact with a sharp object or a burr in the endoscope channel. Prior to distribution, all hercules 3 stage balloon esophageal are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action. A review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophageal dilation procedure, a hercules 3 stage balloon esophageal was used. It was being inflated with water using a cook 60 [mm] cc syringe. The balloon burst while inflating to 20 [mm]. There was no difficulty going to 18 [mm] then on to 19 [mm]. Nothing detached or came apart inside of the patient so the device was removed. Another device was not used as the physician felt it had been dilated sufficiently.